Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The surgeon noted that the implants were in perfect position and did not contribute to the dislocations. The injury to the pt's capsule led to the multiple dislocation events. There has been no alleged deficiency reported for the implants or the rio.

Event description:
Mako was informed that a total hip arthroplasty pt has dislocated the hip multiple times. The first dislocation was caused by non-compliance by the pt when pt bent over and to the side while sitting down, and caused a capsule tear. The torn capsule lead to subsequent dislocations. The pt had a CT scan, and the implant appeared to be well-positioned. The surgeon's plan is to either revise the pt to a bigger acetabular cup size with a larger femoral head and a high wall liner, or to repair the capsule with an allograft.